Event description:
It was reported that the right atrial lead exhibited noise, small p wave amplitude, and low impedance. No intervention has been performed. Further information was requested however, was not provided.